Event description:
Pt developed multiple episodes of ventricular tacycardia over a period of 20 mins. It appears that aicd did not discharge in response to these arrhythmias. Pt required external defibrillation. Rhythm strips showed pacemaker response in between episodes of ventricular tachycardia. Pt did not respond to external defibrillation and expired. Interrogation of unit revealed one discharge.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.